Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead had rising impedance and threshold measurements. The pace impedance trends had reached greater than 2000 ohms and there was no longer capture. Physician decided to replace this lv lead. The lead was reportedly fractured. No additional adverse patient effects were reported.

Event description:
Additional information indicated that this left ventricular (lv) lead was confirmed to be fractured via fluoroscopy. The lead will not be returned. No additional adverse patient effects were reported.